Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump suspended insulin (red x was present/insulin gauge showed 0 units). Pump history showed no alerts or alarms. Customer's blood glucose was 217-242 mg/dl. Customer changed the cartridge and insulin therapy was resumed. Pump displayed an accurate fill estimate. Tandem technical support reviewed pump data and a cartridge alarm 1 was found to have occurred. Multiple attempts were made by tandem technical support to obtain additional information; however, customer did not reply.